Event description:
It was reported that a spectrum infusion pump failed the volume test 3 times with values greater than 21ml. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem was not reproduced. The device was tested for flow accuracy at a rate of 40 ml/hr for a volume to be infused (vtbi) of 40ml with results of 41.014 and error percentage of (B)(4). The device was also tested at 40 ml/hr for a vtbi of 20 and delivered 20.173 with an error percentage of (B)(4). Both delivered volumes are within allowable 5% specification. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.